Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of intermittent antenna icon was returned on 04/08/2013. The returned complaint receiver was visually inspected and no defect was found. Evaluation of the returned receiver and review of the downloaded data log confirmed the reported event of intermittent antenna icon. However reported fault could not be reproduced.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.